Event description:
Rptr went to pharmacy to pick up insulin sypringes. When reporter went to front counter to pay for other items, they moved bag that had syringes in it. Needle punched through bag and stuck through finger. Check out girl looked at bag. One syringe didn't have cap on it. Reporter returned the bag of syringes to the pharmacy, they were told not to worry. Told reporter to go to physician and get a tetanus shot. He said the syringes would be sent back to b-d to be examined. Two weeks later reporter was admitted to hospital with severe abdominal pain, r/o pancreatitis. Reporter reported this to pharmacy. They said they would not take care of any medical bills. Reporter called b-d. They told reporter pharmacy never returned the syringes. They tossed them in the trash. Reporter has been sick several times since this incident. Physican did hepatitis test, and told reporter he could not say what they might get in the future. Neither will take the blame for the incident, and reporter is left with a life time of not knowing if the package had been opened. Reporter feels like they could package the syringes better to prevent more incidents like theirs and prevent medical bills that reporter can not afford.